Event description:
It was reported that an attempt was made to implant the lead. When the target vessel was reached, they found there was muscle stimulation. The lead was removed and returned. A new lead was implanted. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Full lead was returned and analyzed. Distal conductor blood, helix distorted, blood/body fluid outer tubing overlay.